Event description:
Additional information received reported that the patient did not have concerns with her device or therapy. No further information was provided. A follow-up report will be made if additional information becomes available.

Event description:
It was reported that the patient had no stimulation sensation and a loss of therapeutic effect. The patient had a return of symptoms for three months now, wears six pull-ups every day and they get completely soaked. The patient sometimes passes out. The patient was currently on program 1 at 2.7 volts, stimulation was on but she was not feeling stimulation. Prior to return of symptoms, the patient did not necessarily feel stimulation all of the time. The patient switched to program 2 and it was set to 0.9 volts, which she really felt and adjusted to 0.7 volts which was more comfortable. Subsequent information received reported that therapy was not working anymore. The patient had no bladder control, she could not hold it, and was not able to make it to the bathroom, which started about two months ago. The patient was going to have an operation, not sure what type of operation. The patient had to be catheterized and was advised to turn stimulation off. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3093-28, lot# v263407, implanted: 2009 (B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).